Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bulge in the extension leg during infusion is confirmed. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The white oversleeve of the proximal connector piece was observed to be positioned slightly distal to its usual location on the red luer hub. Tensile weakness was observed in the extension leg tubing just distal to the white oversleeve. An attempt was made to flush the returned sample with a 12 ml syringe of water; however, the catheter was found to be occluded with use residue and, while the catheter was pressurized, the extension leg was observed to balloon just distal to the white oversleeve. The location and characteristics of the observed aneurysm in the extension leg of the returned sample suggest the aneurysm was caused by over-pressurization and/or excessive tensile (pulling) force on the extension leg tubing. The product IFU states: ¿do not flush against resistance.¿ and ¿do not use a syringe smaller than 10 ml!¿ and ¿use suture wings to secure the catheter without compromising catheter patency.¿ a lot history review (lhr) of recs2673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when injecting, the extension tubing was bulged. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recs2673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when injecting, the extension tubing was bulged. No other information was provided.